Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the patient alleged injury. The reason for mesh implantation was uterine prolapse. The complication post avaulta and uretex placement were pain, infection, urinary problems, recurrence, bleeding, extrusion and bowel problems.